Manufacturer narrative:
Findings: pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, peeling serial number label, completely broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via telephone that she received a blank display. Her blood glucose was 146 mg/dl. She is treating with manual injections. The customer also said that there is a crack along the battery compartment and up toward where the battery cap screws into the pump. Also, the belt clip broke the day prior. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.